Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of 7.2 cm abdominal aortic aneurysm. Vessel morphology was reported as mild calcification and mild tortuosity in the iliac vessels. It was reported that the pt presented emergently with back pain. The physician believes that there was a possibility that the aneurysm may rupture at any time. The physician used very little dye due to the pt's poor kidney function prior to stent graft placement. The final angiogram revealed that the stent graft inaccurately delivered about 1 cm lower than intended. An aneurx 28 aortic cuff was placed covering the area between the bifurcated stent graft, and the renal artery. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: (only a small of amount of contrast dye was used resulting in the inability to visualize accurate placement of the stent graft). Conclusion: (secondary intervention).